Event description:
During laparoscopy the doctor attempted to remove an ovary with an auto suture endo pouch. When the specimen was placed into the bag, the bag separated away from the instrument. This happened with another endo pouch. He then requested that we try a different brand pouch and we had no difficulty with this brand. No patient harm.